Event description:
Patient and product information was received.

Event description:
It was reported that a vns patient&#39;s generator showed high impedance on interrogation, but that when the patient went to the operating room there is no obvious discontinuity with the lead or the generator and only the lead impedance is high. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.